Event description:
Product complication: none time of complication: 5 days post procedure on 3/19/2006. Date of procedure was five days earlier symptom: headache it was reported at 5 days post carotid procedure the patient was re-admitted to the hospital with a headache, but no neuro deficit. Thect scan showed a stroke, possibly could have happened before or after thecarotid procedure. The physician would classify the patient's experience as a reperfusion syndrome. Although the patient had completely normal findings when re-admitted, the patient had a prolonged tia with seizure when blood pressure rose. The patient was discharged a few days later with completely normal neuro exam.